Event description:
It was reported from a sales representative that the dressings were opened and glued to a holder for a demonstration presentation, some dressings do not even stick to the holder because the silicone remains on the removable plastic part of the device. No patient was involved in this event.

Manufacturer narrative:
We have now concluded our investigation for the complaint received. The device used in treatment has not been returned for evaluation. The photo provided confirms a relationship between the device and the reported event. Silicone remained on the carrier paper reducing adhesion, with the root cause identified as the wound contact layer raw material quality issue. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event, currently being monitored, with actions being taken to reduce further instances. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.